Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and the flu. The customer also reported having problems with bent cannulas. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.